Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set separated. The following information was provided by the initial reporter: the nurse went to hang a solution on a patient, the tube came out of the clave. We didn't have any patient injuries but I wanted to report for a quality check.

Event description:
Sample received.

Manufacturer narrative:
Investigation summary: the customer reported tube came out of the clave, and returned one sample of material 10802688, lot 24099524. Upon initial visual examination, the set verified the complaint of tubing separation at the inlet of the first smart site. The tubing and smart site were examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the separation issue to be related to assembly error in solvent application by personnel. A quality alert was issued by the plant on (B)(6) 2024 to communicate and reinforce the correct solvent assembly procedure to personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.